Event description:
It was reported that, following exposure to a security scanner in 2005, the pt's stimulation did not work. The pt's implantable neurostimulator was turned off at the time of the exposure to the scanner. It was later reported that the pt was unable to turn the stimulation on. The device was found to be in a power on reset (por) condition. The device was near the end of life (eol). It was later reported that there was no additional troubleshooting performed. The pt's device was to be replaced. Additional info was requested, but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-30, additional information was received from a manufacturing representative (rep) reporting that a healthcare provider (hcp) contacted them regarding a patient who was going to be having a procedure to replace their battery that had not been working or in use since 2005. It was reported that the rep contacted the patient after their talk with the hcp and the patient claimed that they got great relief from the device until the battery depleted in 2005. It was reported that the battery had not been replaced due to workmans compensation issues. It was indicated that it seemed like the battery depleted normally and was just not replaced. It was reported that the battery depleted in 2005. The patient's indication for use is for failed back surgery syndrome. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.